Event description:
During coil embolization of a left middle cerebral artery aneurysm, the surgeon felt friction when he positioned half of the orbit rdfl complex fill coil (638cf0721/15753879) and the coil partially stretched when he tried to recall the coil. The entire system had to be withdrawn. Since the patient had hepatitis, all devices were discarded.

Manufacturer narrative:
A review of the manufacturing documentation of lot 15753879 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(6). Information regarding medications, testing, and patient weight were not provided. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information was received on 3/17/2014: this was the first coil that had been advanced through the unknown microcatheter, and the microcatheter had not been re-shaped prior to use. There was resistance felt between the coil and microcatheter during positioning of the coil, but the microcatheter did not appear damaged. The coil had not been positioned at a sharp angle to the microcatheter, and additional manipulation and torque had not been applied while the coil was in the target site. A constant flush was maintained through the microcatheter. The procedure was completed with other coils using the same microcatheter. Complaint conclusion: during coil embolization of a left middle cerebral artery aneurysm, the surgeon felt friction when he positioned half of the orbit rdfl complex fill coil (638cf0721/15753879), and the coil partially stretched when he tried to recall the coil. The entire system had to be withdrawn. This was the first coil that had been advanced through the unknown microcatheter, and the microcatheter had not been re-shaped prior to use. There was resistance felt between the coil and microcatheter during positioning of the coil, but the microcatheter did not appear damaged. The coil had not been positioned at a sharp angle to the microcatheter, and additional manipulation and torque had not been applied while the coil was in the target site. A constant flush was maintained through the microcatheter. The procedure was completed with other coils using the same microcatheter. No additional information was provided. The device was not returned for analysis. Review of lot 15753879 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The coil friction and stretching could not be confirmed without product return for analysis. Based on the information provided, the friction between the coil and the microcatheter may have contributed to the stretching, but factors related to the resistance could not be determined. There is no evidence that the complaint was related to a manufacturing or design issue; therefore, no corrective actions will be taken.